Manufacturer narrative:
The sample was of normal visual appearance and physical adhesion tests showed the product to be within specification with no manufacturing defects highlighted.

Event description:
The patient's mother advised that the patient has burnt her inner thigh with hot metal. She attended hospital for treatment. Her local pharmacy then recommended she use mepore dressings. One of the dressings was applied to the burn and we were advised that after 12 days, the area around the burn became swollen, red, and itchy and there were white pustules on the skin. The patient's mother explained that the patient skin around the burn where the dressing had been applied had become very dark and puckered. The patient then visited her gp who advised her that it was ok to continue use of the dressing and to keep the burn covered. Her gp could not explain the change in her skin around the burn area. After 3 weeks of using the dressing the patient's mother advised that the area around the burn was now crusty, red, hot and swollen and pus is now coming from the pustules.